Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that "after xray, the addressing was opened and the portion from the scale of 29 ~ 30 cm was found cracked. A new product, introducer kit and introducer were acuductor for catheter placement." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr single lumen groshong catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed between the 29cm and 39cm depth markings. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges ¿ planar shape to the fracture surface an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that "after xray, the addressing was opened and the portion from the scale of 29 ~ 30 cm was found cracked. A new product, introducer kit and introducer were acuductor for catheter placement." No other information was provided.

Event description:
It was reported that "after xray, the addressing was opened and the portion from the scale of 29 ~ 30 cm was found cracked. A new product, introducer kit and introducer were acuductor for catheter placement." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Two photographs of a 4 fr groshong nxt clearvue catheter were returned for evaluation. An initial visual observation of the photographs showed a large circumferential split in the catheter tubing near the 30 cm depth marker. One photograph showed the catheter inserted into a patient with the split about 2.5 cm proximal to the insertion site. The other photograph showed the entire catheter assembly and demonstrated the split went around nearly the entire circumference of the catheter tubing. The split was observed to be slightly angled with mostly straight and even edges; however, further details of the fracture surfaces could not be discerned from the returned photographs. While the exact cause of the observed damage could not be determined from the returned photographs, possible causes of the split include over-pressurization, excessive tensile forces, material fatigue, and sharp instrument damage. H3 other text : evaluation findings are in section h.11.